Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that several conductors had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, all insulators were breached cut, the outer insulation had a cosmetic depression, and there was blood in/on the helix mechanism and sleevehead.

Event description:
It was reported that the right ventricular lead dislodged twice. Three attempts had been made to reposition the lead. Upon explant, the helix would not extend under direct view. Another lead was successfully implanted. No patient complications have been reported as a result of this event.